Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that they have been in initial drain for 30 minutes and should be in the fill. The patient stated that they see air in the patient line. The patient stated that they followed procedures. The cause of air is undetermined. The technical service representative advised the patient to start over with new supplies. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the reported event. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.